Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the device had sensing issue. The clinical person watched the electrocardiogram tracing showing pacing at 40 even though the device was programmed to lower rate of 60 at single chamber rate response. The device remains in use. No patient complications have been reported as a result of this event.